Event description:
The manufacturer received information alleging a malfunction occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was evaluated by the reporter¿s service center. During evaluation, the device failed the pre-test check prior to the implementation of a field corrective order. The device displayed error code 59 (evt_battery_not_charging_fault), which indicates that the internal or detachable battery was not charging due to a hardware fault lasting more than one minute. The visual alarm "vent service required" was present, and the device could not pass the event log tests. In conclusion, the device's system pca needs to be replaced to address the issue. The root cause was confirmed to be a system pca fault. Additionally, during the service of the device, no other components were replaced for contamination, preventative maintenance, or physical damage unrelated to the reportable malfunction. The device has not yet undergone final testing.